Event description:
It was reported that during priming, one unit of prismaflex st100 set c had an external fluid leak due to a damaged tp square. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A potential cause of the condition could have been related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.